Event description:
Patient reported they were seen by their dentist. The dentist informed them they have severe lingual typing of their posterior dentition resulting in progressive recession and wear. The patient's spacing due to tongue thrusting was unresolved and numerous teeth had to be derotated and uprighted. The patient will need to close to 1 year of treatment to correct and align the patient's dentition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.